Manufacturer narrative:
Analysis confirmed the stated reason for return of a problem with the pen calibration, noting that there was a deviation between the stylus and the cursor on the screen and that a stylus calibration did not resolve it, that the touch screen needed to be replaced. Analysis additionally noted that an error was found in the update history and that the anti-slip layer was ripped off the label of the radiofrequency head. The bezel assembly and anti-slip layer were replaced, the touch screen calibrated, new software was installed, the device was cleaned and it then passed its electrical safety test and all final functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an issue with the programmer's pen calibration. The programmer has not yet been returned to service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service.